Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2reference MFR. Report: 1627487-2014-21531

Event description:
Device 2 of 2 - reference MFR. Report 1627487-2014-21531: the patient reported experiencing persistent pain at the ipg site regardless of stimulation and stated the ipg site was swollen. Additionally, the patient experienced abdominal pain with stimulation, pocket heating/shocking sensations at the ipg site regardless of stimulation. The patient reported experiencing loss of back stimulation and unintended kidney stimulation. The patient also stated feeling shocking sensations that radiate from his spine to the lead incision site when moving or laying in bed. The patient felt similar sensations during his lead repositioning procedure (reference MFR. Report 1627487-2014-06072). The patient declined meeting with the sjm representative for further troubleshooting and requested a system explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.